Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support after receiving an insulin occlusion error. Support guided the patient through a complete supply change, after which insulin delivery resumed. The patient was using a steel infusion set and acknowledged the plan for follow-up to ensure blood glucose levels decreased. Subsequent follow-up attempts were made, including outreach from support. The patient later reported that blood glucose levels had decreased from very high values and continued trending downward toward range. The patient indicated no further assistance was needed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.